Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus/perforation (uterus),"), fallopian tube perforation ("perforation of fallopian tubes/failure to occlude fallopian tube/malposition of essure device location of device: right essure cephlad to right fallopian tube outside right fallopian tube canal/ perforation (fallopian tube(s)),"), fallopian tube abscess ("infection; purulent discharge was noted coming out from my right fallopian tube"), device expulsion ("migration of her essure devices/migration of essure; migrated to uterus") and systemic lupus erythematosus ("auto-immune disease/autoimmune disorder; lupus") in a 30-year-old female patient who had essure (batch no. 646516, 654837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cephalgia, fever, weight loss, anorexia, pain legs, foot pain (right.), lumbar radicular pain and abdominal pain. On (B)(6) 2009, the patient had essure inserted. In january 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and headache, allergy to metals ("nickel allergy/nickel allergy") with rash and pruritus, dysgeusia ("a metallic taste in her mouth/metal taste in mouth,"), dental caries ("tooth decay/dental problems"), myalgia ("muscle pain/joint, muscle and/or connective tissue pain"), connective tissue disorder ("connective tissue pain/joint, muscle and/or connective tissue pain"), migraine ("migraines/migraines/headaches,"), depression ("depression/ psychological or psychiatric problems :depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder or condition; heart palpitations"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea"), weight increased ("weight gain, belly gain") and menstruation irregular ("irregular/prolonged menstruation"). In 2011, the patient experienced menorrhagia ("abnormal menstrual bleeding/heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia),/"). On an unknown date, the patient experienced tooth loss ("tooth loss"), menometrorrhagia ("irregular menstruation/prolonged menstruation"), back pain ("severe back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with ibuprofen (advil), surgery (underwent a bilateral salpingectomy to remove the essure devices), surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, fallopian tube abscess, device expulsion, allergy to metals, dysgeusia, dental caries, tooth loss, myalgia, connective tissue disorder, migraine, menometrorrhagia, menorrhagia, back pain, depression, vaginal haemorrhage, palpitations, dyspareunia, dysmenorrhoea, nausea, weight increased, menstruation irregular, female sexual dysfunction and abdominal distension outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter considered abdominal distension, allergy to metals, back pain, connective tissue disorder, dental caries, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, female sexual dysfunction, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, palpitations, systemic lupus erythematosus, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure remained outside of tubal canal (B)(6) 2011, CT abdomen and pelvis report: findings: there are post procedure changes, with what appears to be an essure device in the fallopian tubes bilaterally. (B)(6) 2012: surgical pathology report-fallopian tube, left, excision:- completely transected fallopian tube with paratubal cyst.- completely transected fallopian tube with marked cauterizing artifact and paratubal cyst. Gross description: no foreign object or medical device is identified in the specimen or specimen container. (B)(6) 2012: CT abdomen and pelvis report: impression: the essure devices have not migrated and are identified in the uterine cornua bilaterally. Weight 135lbs. (B)(6) 2012: surgical pathology report: right fallopian tube, uterus and cervix right fallopian tube: focal endometriosis of serosa. Uterine cervix: acute and chronic cervicitis. Uterus: two metallic coils identified. Gross description: sectioning of the myometrium shows two metallic coils located at the bilateral cornual aspects of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headaches, nausea, fatigue, pelvic pain". Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as apareunia (inability to have sexual intercourse), gastrointestinal or digestive system condition type: bloating, pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus/perforation (uterus),"), fallopian tube perforation ("perforation of fallopian tubes/failure to occlude fallopian tube"), device expulsion ("migration of her essure devices/migration of essure; migrated to uterus"), systemic lupus erythematosus ("auto-immune disease/autoimmune disorder; lupus") and fallopian tube abscess ("infection; purulent discharge was noted coming out from my right fallopian tube") in a 30-year-old female patient who had essure (batch no. 646516, 654837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and headache, fallopian tube abscess (seriousness criterion medically significant), allergy to metals ("nickel allergy/nickel allergy") with rash and pruritus, dysgeusia ("a metallic taste in her mouth/metal taste in mouth,"), dental caries ("tooth decay/dental problems"), myalgia ("muscle pain/joint, muscle and/or connective tissue pain"), connective tissue disorder ("connective tissue pain/joint, muscle and/or connective tissue pain"), migraine ("migraines/migraines/headaches,"), depression ("depression/ psychological or psychiatric problems :depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder or condition; heart palpitations"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea"), weight increased ("weight gain, belly gain") and menstruation irregular ("irregular/prolonged menstruation"). In 2011, the patient experienced menorrhagia ("abnormal menstrual bleeding/heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia),/"). On an unknown date, the patient experienced tooth loss ("tooth loss"), menometrorrhagia ("irregular menstruation/prolonged menstruation") and back pain ("severe back pain"). The patient was treated with ibuprofen (advil), surgery (underwent a bilateral salpingectomy to remove the essure devices), surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, fallopian tube abscess, allergy to metals, dysgeusia, dental caries, tooth loss, myalgia, connective tissue disorder, migraine, menometrorrhagia, menorrhagia, back pain, depression, vaginal haemorrhage, palpitations, dyspareunia, dysmenorrhoea, nausea, weight increased and menstruation irregular outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter considered allergy to metals, back pain, connective tissue disorder, dental caries, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, palpitations, systemic lupus erythematosus, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure remained outside of tubal canal (B)(6) 2011, CT abdomen and pelvis report: findings: there are post procedure changes, with what appears to be an essure device in the fallopian tubes bilaterally. (B)(6) 2012: surgical pathology report-fallopian tube, left, excision:- completely transected fallopian tube with paratubal cyst.- completely transected fallopian tube with marked cauterizing artifact and paratubal cyst. Gross description: no foreign object or medical device is identified in the specimen or specimen container. (B)(6) 2012: CT abdomen and pelvis report: impression: the essure devices have not migrated and are identified in the uterine cornua bilaterally. Weight 135lbs. (B)(6) 2012: surgical pathology report: right fallopian tube, uterus and cervix right fallopian tube: focal endometriosis of serosa. Uterine cervix: acute and chronic cervicitis. Uterus: two metallic coils identified. Gross description: sectioning of the myometrium shows two metallic coils located at the bilateral cornual aspects of the uterine fundus. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received: reporters details added. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Event added as blood or heart disorder / condition palpitation, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, infection; purulent discharge was noted coming out from my right fallopian tube, migraines/headaches, migration of essure; migrated to uterus, nausea, nickel allergy, pain, perforation (uterus), psychological or psychiatric problems; depression, rashes or skin conditions; lesions on back of neck and head, weight gain, other: metal taste in mouth, joint, muscle and/or connective tissue pain, irregular/prolonged menstruation. Event term updated of fallopian tube perforation/failure to occlude fallopian tube, tooth decay/dental problems. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus/perforation (uterus),"), fallopian tube perforation ("perforation of fallopian tubes/failure to occlude fallopian tube/malposition of essure device location of device: right essure cephlad to right fallopian tube outside right fallopian tube canal/ perforation (fallopian tube(s)),"), fallopian tube abscess ("infection; purulent discharge was noted coming out from my right fallopian tube"), device expulsion ("migration of her essure devices/migration of essure; migrated to uterus") and systemic lupus erythematosus ("auto-immune disease/autoimmune disorder; lupus") in a 30-year-old female patient who had essure (batch no. 646516,654837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cephalgia, fever, weight loss, anorexia, pain legs, foot pain (right.), lumbar radicular pain and abdominal pain. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In january 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube abscess (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and headache, allergy to metals ("nickel allergy/nickel allergy") with rash and pruritus, dysgeusia ("a metallic taste in her mouth/metal taste in mouth,"), dental caries ("tooth decay/dental problems"), myalgia ("muscle pain/joint, muscle and/or connective tissue pain"), connective tissue disorder ("connective tissue pain/joint, muscle and/or connective tissue pain"), migraine ("migraines/migraines/headaches,"), back pain ("severe back pain"), depression ("depression/ psychological or psychiatric problems :depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder or condition; heart palpitations"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea") and menstruation irregular ("irregular/prolonged menstruation") and was found to have weight increased ("weight gain, belly gain"). In 2011, the patient experienced menorrhagia ("abnormal menstrual bleeding/heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia),/"). On an unknown date, the patient experienced tooth loss ("tooth loss"), menometrorrhagia ("irregular menstruation/prolonged menstruation") and skin lesion ("rashes or skin condition: lesions on back of neck and head"). The patient was treated with ibuprofen and surgery ((B)(6)2012 laparoscopic bilateral salpingectomy and hysteroscopy (B)(6)2012 partial hysteretomy and underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6)2012. At the time of the report, the uterine perforation, fallopian tube perforation, fallopian tube abscess, device expulsion, allergy to metals, dysgeusia, dental caries, tooth loss, myalgia, connective tissue disorder, migraine, menometrorrhagia, menorrhagia, back pain, depression, vaginal haemorrhage, palpitations, dyspareunia, dysmenorrhoea, nausea, weight increased, menstruation irregular, female sexual dysfunction, abdominal distension and skin lesion outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter considered abdominal distension, allergy to metals, back pain, connective tissue disorder, dental caries, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, female sexual dysfunction, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, palpitations, skin lesion, systemic lupus erythematosus, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: right essure remained outside of tubal canal. Diagnostic results: (B)(6)2011, CT abdomen and pelvis report: findings: there are post procedure changes, with what appears to be an essure device in the fallopian tubes bilaterally. (B)(6)2012: surgical pathology report-fallopian tube, left, excision:- completely transected fallopian tube with paratubal cyst.- completely transected fallopian tube with marked cauterizing artifact and paratubal cyst. Gross description: no foreign object or medical device is identified in the specimen or specimen container. (B)(6)2012: CT abdomen and pelvis report: impression: the essure devices have not migrated and are identified in the uterine cornua bilaterally. Weight 135lbs. (B)(6)2012: surgical pathology report: right fallopian tube, uterus and cervix - right fallopian tube: focal endometriosis of serosa. - uterine cervix: acute and chronic cervicitis. - uterus: two metallic coils identified. Gross description: sectioning of the myometrium shows two metallic coils located at the bilateral cornual aspects of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headaches, nausea, fatigue, pelvic pain". Batch number: 646516 man date: 2009/06 exp date: 2012/06. Batch number: 654837 man date: 2009/07 exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received event " rashes or skin condition: lesions on back of neck and head" was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus/perforation (uterus),"), fallopian tube perforation ("perforation of fallopian tubes/failure to occlude fallopian tube/malposition of essure device location of device: right essure cephlad to right fallopian tube outside right fallopian tube canal/ perforation (fallopian tube(s)),"), fallopian tube abscess ("infection; purulent discharge was noted coming out from my right fallopian tube"), device expulsion ("migration of her essure devices/migration of essure; migrated to uterus") and systemic lupus erythematosus ("auto-immune disease/autoimmune disorder; lupus") in a 30-year-old female patient who had essure (batch no. 646516, 654837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cephalgia, fever, weight loss, anorexia, pain legs, foot pain (right.), lumbar radicular pain and abdominal pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), fallopian tube abscess (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, arthralgia, alopecia and headache, allergy to metals ("nickel allergy/nickel allergy") with rash and pruritus, dysgeusia ("a metallic taste in her mouth/metal taste in mouth,"), dental caries ("tooth decay/dental problems"), myalgia ("muscle pain/joint, muscle and/or connective tissue pain"), connective tissue disorder ("connective tissue pain/joint, muscle and/or connective tissue pain"), migraine ("migraines/migraines/headaches,"), depression ("depression/ psychological or psychiatric problems :depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), palpitations ("blood or heart disorder or condition; heart palpitations"), dyspareunia ("dyspareunia,"), dysmenorrhoea ("dysmenorrhea"), nausea ("nausea"), weight increased ("weight gain, belly gain") and menstruation irregular ("irregular/prolonged menstruation"). In 2011, the patient experienced menorrhagia ("abnormal menstrual bleeding/heavy menstrual bleeding/ abnormal bleeding (vaginal, menorrhagia),/"). On an unknown date, the patient experienced tooth loss ("tooth loss"), menometrorrhagia ("irregular menstruation/prolonged menstruation"), back pain ("severe back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with ibuprofen (advil), surgery (underwent a bilateral salpingectomy to remove the essure devices), surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, fallopian tube abscess, device expulsion, allergy to metals, dysgeusia, dental caries, tooth loss, myalgia, connective tissue disorder, migraine, menometrorrhagia, menorrhagia, back pain, depression, vaginal haemorrhage, palpitations, dyspareunia, dysmenorrhoea, nausea, weight increased, menstruation irregular, female sexual dysfunction and abdominal distension outcome was unknown and the systemic lupus erythematosus had not resolved. The reporter considered abdominal distension, allergy to metals, back pain, connective tissue disorder, dental caries, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube abscess, fallopian tube perforation, female sexual dysfunction, menometrorrhagia, menorrhagia, menstruation irregular, migraine, myalgia, nausea, palpitations, systemic lupus erythematosus, tooth loss, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure remained outside of tubal canal (B)(6) 2011, CT abdomen and pelvis report: findings: there are post procedure changes, with what appears to be an essure device in the fallopian tubes bilaterally. (B)(6) 2012: surgical pathology report-fallopian tube, left, excision:- completely transected fallopian tube with paratubal cyst.- completely transected fallopian tube with marked cauterizing artifact and paratubal cyst. Gross description: no foreign object or medical device is identified in the specimen or specimen container. (B)(6) 2012: CT abdomen and pelvis report: impression: the essure devices have not migrated and are identified in the uterine cornua bilaterally. Weight 135lbs. (B)(6) 2012: surgical pathology report: right fallopian tube, uterus and cervix right fallopian tube: focal endometriosis of serosa. Uterine cervix: acute and chronic cervicitis. Uterus: two metallic coils identified. Gross description: sectioning of the myometrium shows two metallic coils located at the bilateral cornual aspects of the uterine fundus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headaches, nausea, fatigue, pelvic pain". Batch number: 646516, man date: 2009/06, exp date: 2012/06. Batch number: 654837, man date: 2009/07, exp date: 2012/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of her uterus"), device dislocation ("migration of her essure devices"), fallopian tube perforation ("perforation of fallopian tubes") and autoimmune disorder ("auto-immune disease") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel allergy") with rash and pruritus, dysgeusia ("a metallic taste in her mouth"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), connective tissue disorder ("connective tissue pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), menometrorrhagia ("irregular menstruation/prolonged menstruation"), menorrhagia ("abnormal menstrual bleeding/heavy menstrual bleeding"), back pain ("severe back pain") and depression ("depression"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, autoimmune disorder, allergy to metals, dysgeusia, dental caries, tooth loss, fatigue, arthralgia, myalgia, connective tissue disorder, alopecia, migraine, headache, menometrorrhagia, menorrhagia, back pain and depression outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, connective tissue disorder, dental caries, depression, device dislocation, dysgeusia, fallopian tube perforation, fatigue, headache, menorrhagia, menometrorrhagia, migraine, myalgia, tooth loss and uterine perforation to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: right essure remained outside of tubal canal. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.